Event description:
Information was received that reported the pt was seen in the emergency room for an incident of hyperglycaemia. The reporter claims that the high blood glucose was the result of the pump not functioning correctly. Patient reportedly awoke a morning in 2005 and his blood glucose was 390 mg/dl for which he gave a correction bolus. Later that morning while at work the pt checked his blood glucose and it was up to 420. At the mergency room the pt was given IV insulin. His ketones were negative. The reporter states the pump gave no blockage alerts or other alarms. The device will be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incidence.